Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient complained of experiencing pain when the device was pacing on the same day of implant. On (B)(6) 2019 upon device interrogation at the hospital, the physician noted that the right ventricular lead exhibited high threshold values. The lead was repositioned successfully, and normal pacing and capture thresholds resumed. The patient was in stable condition prior and post procedure.